Event description:
A user facility returned the olympus asset [visera 4k uhd camera control unit], to the olympus service center. Upon inspection and testing of the returned device, it was observed that error code e117 [touch panel malfunction] was displayed and found to be due to printed-circuit board failure. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e117 error was reported due to poor contact of the memory chip, which is removed after reinstallation. However, the definitive root cause of the printed circuit board failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "9.2 troubleshooting guide: ·code:e117 ·error message:otv error ·possible cause:camera control unit malfunctions. ·solution:immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.